Event description:
It was reported that this right atrial (ra) lead was explanted due to lead dislodgement which was confirmed via x ray and device testing. This ra lead was not replaced with a new lead and will be returned for analysis. No additional adverse patient effects were reported.